Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got a no delivery alarm. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed but the insulin did not exit. They were advised to assemble a new infusion set with current reservoir. They were advised to verify connection is secure. They were advised to manually push plunger to see if insulin exits the tubing. Customer stated insulin did not exit the tubing. The customer stated they did not have another reservoir for testing. They were advised to change the entire infusion set system as soon as possible. The product will be returned for analysis.